Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and the complaint was not confirmed by failure analysis. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with damage to the button pack assembly. A visual inspection confirmed hairline crack button r/l of the button pack assembly. The endoscope was found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The probable root cause cannot be determined based on the information provided and failure analysis results. The customer reported issue was not confirmed. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The probable root cause is attributed to mechanical damage during use or improper handling, which may include accidental drops of the endoscope. In some cases, extensive cracking leading to the button pack breaking off can occur, which is likely caused by improper cleaning during reprocessing.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the 30-degree endoscope plus horizon indicator was upside down. The issue was persistent. The endoscope was replaced, with no change. There were no related errors in the system logs. An intuitive surgical inc. (Isi) technical support engineer (tse) recommended removing the endoscope from the arm, rotating it to the desired location, pressing the instrument clutch button, waiting three seconds, pressing the instrument clutch button again to cancel the guided tool change, and then reinstalling the endoscope. The customer confirmed that this resolved the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown why the endoscope recorded in this complaint was used for this procedure, despite the endoscope having a previously reported issue on (B)(6) 2025.

Manufacturer narrative:
The reported event was addressed with phone support. Prior to calling, the customer manually rotated the 30-degree endoscope plus bedside and proceeded with the case. Technical support engineer (tse) recommended to remove the 30-degree endoscope plus from the universal surgical manipulator (usm) and rotate to desired location and then press instrument clutch button and wait three seconds and press instrument clutch button again to cancel guided tool change (gtc) and then reinstall the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The customer manually rotated the 30-degree endoscope plus bedside and proceeded with case. The phone support details did not reveal any issues related to the customer reported event. Isi had received the alleged 30 degree endoscope for failure analysis (fa) evaluation. Fa is in progress.